Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the physician was unable to advance the flexima biliary stent system into the bile duct. The device was removed from the patient and a kink was noted on the tip of the guide catheter. There were no reported product anamolies prior to use. The procedure was successfully completed with a different device with no reported patient complications. The patient was reported to be in good condition after the procedure. On (B)(6), 2011 it was reported to boston scientific that the stent device had difficulty advancing through the endoscope. It was confirmed that the stent device never exited the endoscope and therefore, the device did not enter the patient's body. The patient's anatomy was not tortuous, and the endoscope was not in a bent or kinked positioned. Based on this additional information received, this event is no longer considered reportable.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the physician was unable to advance the flexima biliary stent system into the bile duct. The device was removed from the patient and a kink was noted on the tip of the guide catheter. There were no reported product anamolies prior to use.the procedure was successfully completed with a different device with no reported patient complications. The patient was reported to be in good condition after the procedure.